Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number: 2032227-2014-67102 for insulin pump.

Event description:
Customer reported she was experiencing high blood glucose of 595 mg/dl. Customer stated her level was rising, she changed the infusion set and it is coming down. Customer received sensor error and meter bg now alerts. Customer stated that the sensor was not fully inserted; there is a little gap. Customer removed the sensor and it was bent. She declined to troubleshoot for high blood glucose. Nothing further reported.